Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was estimated to be (B)(6). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and blood and contrast in the inflation lumen and tightly folded balloon, consistent with a leak while in the patient anatomy. There was a longitudinal tear in the distal shaft at the guide wire exit notch for a length of 1.7cm. There were multiple bends in the full length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The tip length was measured and met manufacturing criteria. Before measuring the 2/3 balloon profile, a mandrel was inserted through the tip but the mandrel got stuck on the thick blood. When the mandrel was pulled out, the balloon wrinkled in the middle. In this case, it was reported the catheter was advancing through a newly deployed stent, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. The balloon catheter was pressurized using a new indeflator filled with water and fluid was noted to be leaking from the tear in the distal shaft. As there was no damage or leak noted to the catheter during the inspection or preparation prior to use, it is likely the tear in the shaft occurred during the procedure. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for physical resistance, leaks, or tears in the shaft for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties and noted damage appear to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter integrity.

Event description:
It was reported that the 1.5 x 12 mm mini trek was inserted after a 2.5 x 8 mm non-abbott balloon was unable to cross the stent struts of the newly deployed 2.5 x 8 promus in the left diagonal artery (lad). The mini trek met resistance during advancement through the stent struts, but was able to cross into the diagonal artery. Upon first inflation of the mini trek, the pressure dropped and quickly deflated on its own. The mini trek was completely removed from the patient with no resistance noted. Outside of the patient anatomy, the mini trek was found to have leakage where the metal meets the plastic. There was no material rupture on the mini trek balloon. Prior to insertion of the mini trek, two promus stents had been deployed at the bifurcation of the lad (3.0 x 18 mm promus) and diagonal artery with a kissing stent procedure. After removal of the mini trek, the same 2.5 x 8 mm non-abbott balloon was re-inserted and was able to cross the promus for post dilatation. There were no adverse patient effects. There was no additional information provided.